Event description:
Percutaneous coronary intervention. Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. After performing a 5th scan with the imaging catheter, it was reported that it was difficult to withdraw the catheter from the vessel. Several approaches were taken to remove the catheter, including 1-pushing and pulling the catheter, 2- inserting a balloon or micro catheter adjacent to the imaging catheter, 3- translating the imaging core proximally (during live ivus imaging), and 4- cutting the sheath to remove the imaging core and inserting a 0.018" guidewire. The latter approach was ultimately successful in removing the imaging catheter from the vessel. Note that ivus imaging was lost and the imaging core was nearly detached in the course of attempting to withdraw the catheter. A review of the ivus data indicates that a stent was deployed in the mid/distal vessel and another overlapping stent was deployed in the proximal vessel during the procedure prior to the catheter becoming stuck. Ivus images of the second stent suggest that the stent was mal-apposed to the vessel wall. This mal-apposition may have caused the imaging catheter to become stuck in the stented vessel. No injury to patient reported. No treatment of patient required due to malfunction.